Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. The product associated with this adverse outcome was returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic depression.